Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an open book image alarm. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. It was reported that there were no pump errors displayed before the open book image. The customer received a fa896 notification and stated that the retainer ring was damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.

Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump alarmed critical pump error after battery installation. Unit downloaded to crest. However, unit failed to download to thus with blue display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Cleaned motor assemblies, pcb1 board and pcb2 board with alcohol and no effect. Unable to verify pump error due to blue display during thus download. The following were noted during visual inspection: missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, corroded battery tube, cracked keypad overlay, stained keypad overlay, serial number label missing, detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip, cracked case at battery tube, and corroded home switch. Critical pump error confirmed after battery installation. Missing retainer ring confirmed during analysis. Unable to download due to blue display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.